Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the washing case issue could not be determined. It is possible that when the user opened the lid of the washing case, unexpected force was applied such as pulling the chain at the black rubber or pushing the rubber obliquely and laterally, which caused the event. Once the rubber was detached, the lid may not have attached properly to the rubber, then was easily detached. Use of the lid without proper attachment of the rubber would cause the lid detached. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿make sure that the washing case (with a gray cover) for exclusive use with this reprocessor is attached. Also, check that the washing case is free of irregularity such as a crack or fissure. If any irregularity is found, do not use the washing case and contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The gray plastic lid of the washing case had signs of several scratches on the top of the lid. In addition, the bottom of the gray lid contained scratches and rough edges on the sides of the six gray plastic portions sticking out. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer (fse) was at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the washing case was being used off label. Field service engineer (fse) arrived at the customer's facility and noticed that the washing basin lids were removed from the washing basin cup, fse reattached 3 out of 4 washing basin lids and the customer could not find the 4th lid and will be looking for the lid. There were no reports of patient involvement.